Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Unit had minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported via phone call, that the customer was hospitalized on in may. Customer's blood glucose levels at the time of hospitalization 500 mg/dl. The customer reported having cortisone on their feet which they believe caused the high blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin. It was also reported that the customer had damage to the drive support cap. Advised insulin pump would be replaced.